Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During catheter preparation, when the ablation catheter was flushed, water leakage was found at the flushing port, and the ablation catheter was replaced to successfully complete the procedure. No patient complications were reported and the patient was deemed to be in stable condition following the procedure. The catheter is expected to return for laboratory analysis.